Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had blank display. The blood glucose level was at 6.2 mmol/l the time of incident. Customer states the contacts on the battery cap are neither missing nor damaged. No report of pump screen flashing when screen was turned on after being in sleep mode. The insulin pump will be returned for analysis.